Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the caller to remove the cartridge and deliver a 9-unit bolus, although the customer initially had difficulty removing the old cartridge. After guidance from technical support, the customer successfully loaded a new cartridge and was able to resume insulin delivery with no further alarms encountered.